Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin on board may be counting down quicker than expected. Customer was unable to provide any further details on the reported issue. There was no reported impact to customer's blood glucose levels.